Event description:
Ous MDR - boston scientific received information that one week post implant, during a follow up visit, this right ventricular (rv) lead had increased pacing threshold measurements and loss of capture. The physician suspected dislodgement due to heart enlargement and worsening heart failure but an x-ray revealed that the lead was not dislodged. Impedance measurements were within acceptable parameters. A revision procedure was performed. The lead had dislodged and the lead was successfully repositioned. The physician confirmed that the lead dislodgement was caused by enlargement of the heart. This lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Ous MDR - the device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality condiments confirmed a regular device manufacturing.